Manufacturer narrative:
Refers to the main device, the other relevant component includes: product ID neu_unknown_cath, product type catheter. Event date is an approximation.

Event description:
Information was received from a consumer regarding a patient receiving and unknown dose and concentration of an unknown drug via an implantable pump for an unknown indication. Of note, the patient¿s previous device was indicated for spinal pain. On (B)(6) 2017 the patient reported they experienced complications following the implantation of their pump. It was reported the entry to the spinal column was not closing-up, and the patient was leaking spinal fluid. The patient reported they had been experiencing severe headaches, each day, ¿near migraine.¿ the only time the patient would experience relief is when they lay down. When the patient sits-up, the headache comes back. It was indicated the issue was ongoing, and had caused the patient to continue to suffer. The patient stated the issue had continued to ¿ruin my life even further.¿ the patient indicated on (B)(6) 2017 that the issue had been on-going for three plus weeks, and reported they have had a procedure to stop the leaking of spinal fluid. No further complications were reported/expected.